Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when connecting the flex deflectable videoscope, the image initially displayed, but then an error e227 occurred. The issue occurred during set up/inspection for use in the room before patient was present, for an unspecified procedure. The device was replaced and the procedure was completed. There was no patient injury reported.